Event description:
During an in clinic follow up, the device was interrogated, and invalid characters resulted in a device error. Technical support was contacted and a programmer interrogation would clear the data corruption. The patient was stable.

Event description:
Additional information was received that the device was restored to resolve this event.